Manufacturer narrative:
(B)(4). (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product identified that the outer sterile cavities have been damaged. There is foam debris in sterile packaging. Sterility has not been compromised on any of the products. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. These products were likely conforming when they left zimmer biomet control. The root cause of the reported issue is attributed to transit damage. This device falls within the scope of CAPA, the purpose of which is to assess all current sterile barrier systems used to package products at zimmer biomet bridgend. As part of this CAPA, the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported debris was found in the sterile packaging. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.